Event description:
Procedure type: low anterior resection. According to the reporter: after inserting the device, it was noticed that the white trocar was broken. The surgeon removed the device from the patient to take out the broken trocar with no issues. After applying the device, it was noticed that staples were not properly formed. A new instrument was used to complete the procedure. There was no significant blood loss, however, the procedure was extended about 40 minutes as a result. No patient details were disclosed, but reported to be in well condition.

Manufacturer narrative:
This device is not sold/distributed in the united states.